Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tip-up fenestrated grasper instrument was analyzed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips did not open and close properly. The instrument was not fully functional. The complaint was confirmed by failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure and post-anesthesia, the tip-up fenestrated grasper (tufg) jaws did not open. The procedure was completed as planned with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional analysis was performed on the tip-up fenestrated grasper instrument by an advanced failure analysis engineer. Initial findings were confirmed. The instrument grips were stuck, and remained stuck on manual articulation of input discs as well as when the instrument was placed on the system and driven. The grips were pried open and did not get stuck when articulated manually. The housing was removed, and no damage was found to the clamping pulleys or other components. No loose cables were noticed. It was noticed that when the grips were pressed against each other, they made a "click" sound after which they would stay stuck. Microscopic inspection showed the teeth were slightly unaligned before the grips were pressed hard against each other, and they got aligned and shut after pressing them together. Since the instrument was used for four procedures without any issues, it is unlikely that a supplier or a manufacturing issue caused this failure. It is likely that a potential drop or impact on the user's end could have led to the misalignment of the teeth, making them tightly shut when pressed together.